Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer reloaded the cartridge to resolve the issue.